Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant of the right atrial (ra) lead was unsuccessful because the ra lead perforated. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.